Manufacturer narrative:
Additional information is provided in section b.5. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information received indicates that the vacuum improved after the phacoemulsification tip was changed. There was no patient harm. The cataract procedure was scheduled. The surgery was completed.

Event description:
A customer reported that during surgery in the phacoemulsification mode, the ophthalmic handpiece exhibited loss of vacuum. An alternative phacoemulsification tip was used. Procedure details and patient impact have not been provided. Additional information has been requested, none has been received till date. Additional information received indicates that the vacuum improved after the phacoemulsification tip was changed. There was no patient harm. The cataract procedure was scheduled. The surgery was completed.

Manufacturer narrative:
Additional information provided in h.6. And h.11. A sample was not received at the investigation site for evaluation for the report; therefore, the condition of the product could not be verified. A review of the device history record traceable to the possible lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All phacoemulsification tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that during surgery in the phacoemulsification mode, the ophthalmic handpiece exhibited loss of vacuum. An alternative phacoemulsification tip was used. Procedure details and patient impact have not been provided. Additional information has been requested, none has been received till date. Additional information received indicates that the vacuum improved after the phacoemulsification tip was changed. There was no patient harm. This report pertains to tip involved in this event.